Manufacturer narrative:
This MDR is being submitted as part of a batch submission of previously closed complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Event description:
The manufacturer received information alleging the filter was turning black. There was no patient harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint could not be duplicated. The blower, stirring fan, flow sensor assembly, tubing kit, low flow o2 tubing kit and stirring fan retainer were replaced due to dirt and dust contamination, the inlet air path assembly and removable air path foam were replaced due to preventative maintenance. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported the incorrect information in section g3 - (date of event should be 12/04/2020, but captured incorrectly as 10/15/2020) and h4 (device manufacture date shoud be 10/27/2017, but captured as 10/23/2017).

Manufacturer narrative:
The manufacturer previously reported the investigation was ongoing and a follow up report would be submitted when the investigation was complete. No follow up report is required.